Manufacturer narrative:
Investigation is not yet complete. A follow-up report will be submitted with all additional relevant information.

Event description:
It was reported on (B)(6) 2022 the patient underwent implant of a 16mm amplatzer septal occluder (aso). The patient's defect had been measured using a sizing balloon and intracardiac echocardiography (ice). The defect measured for a 14mm however a 16mm aso was chosen. Post op imaging confirmed the device was stable. The following day, prior to discharge a routine echocardiogram was performed and the device had been reported to have embolized into the aorta. That same day, the patient was brought to the cath lab for device retrieval. The device was removed using a 12f catheter and snare. A 24mm aso was chosen for the replacement device however, the device was too small. Still connected to the cable, the device was removed from the patient and exchanged with a new 24mm aso device, which was successfully implanted. The patient did no experience any symptoms. The patient was discharged.

Manufacturer narrative:
An event of device embolization in to aorta was reported. A returned device assessment could not be performed as the device was not returned for analysis. Based on the information received, the cause of the reported incident could not be conclusively determined. The device history record was reviewed to ensure that each manufacturing and inspection operation was performed and the product met all specifications. There were no complaints associated with any other devices from the lot. There is no indication of a product quality issue with respect to labeling design or manufacturing of the device. Please note that per the instructions for use, "once the diameter of the defect has been determined, select an occlusion device equal to or, if the identical size is not available, 1 size larger than the defect."